Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the device displayed a "no sd card" error message due to a defective core board. With this condition the touchscreen becomes unresponsive when changing menus, as such, the wi-fi settings were unable to be verified. The core board was replaced and the unit functioned as designed. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event. "No" should be "returned to manufacturer on 10/14/2016".

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the radical-7 devices reverted back to defaults. The wifi no longer was able to connect to the hospital wifi. Customer confirmed that the wifi and alarm settings were reverted back to defaults. There were no communication of the units to the server network. No known impact or consequence to patient.